Event description:
I enter advocate christ hospital on (B)(6) 2014 for a davinci robotic surgery. Was sent home on (B)(6) 2014 and at 4 am on (B)(6) 2014 began throwing up green vomit and couldn't stop - had severe pains in my stomach and was very faint. Called doctor who asked that I be rushed back to (B)(6) hospital. Got there - they did tests which showed damage due to robotic surgery - and after taking 12 hours to stabilize me was rushed back into surgery for incisional hernias and repair of small bowel obstruction.